Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 420 mg/dl, at the time of incidence. Customer was experiencing high blood glucose level since last three days before incidence that was over 300 to 400 mg/dl. Customer reported that the insulin pump did not showing micro boluses. Customer reported that they began kick out from auto mode as micro boluses stopped. Customer was doing manual boluses. Customer reported that they did not get any insulin flow block alarm. Customer was advised to consult with health care professional. The insulin pump will not be returned for analysis.